Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after receiving a shock. Upon interrogation it was determined the patient had been treated for ventricular fibrillation (vf) but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. No further patient complications have been reported as a result of this event.